Event description:
It was reported that during a coronary angioplasty treatment procedure a shaft break occurred. Vascular access was obtained through the femoral artery. The 70%, 4mm x 24mm, de novo lesion was located in a moderately calcified left anterior descending (lad) artery. The physician attempted to insert the 4mm x 15mm quantum maverick balloon catheter through an unspecified 7f introducer sheath however, resistance was encountered and the proximal shaft broke. The device was removed in two pieces and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick balloon catheter was returned in two sections. The first section measured approximately 15.5cm from the edge of the strain relief to the hypotube fracture site. The second section measured approximately 127cm from the hypotube fracture site to the tip. Examination of the fracture surface is consistent with the device having been kinked prior to the break. A shaft kink was also located approximately 10cm proximal the guide wire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary angioplasty treatment procedure a shaft break occurred. Vascular access was obtained through the femoral artery. The 70%, 4mm x 24mm, de novo lesion was located in a moderately calcified left anterior descending (lad) artery. The physician attempted to insert the 4mm x 15mm quantum maverick balloon catheter through an unspecified 7f introducer sheath however, resistance was encountered and the proximal shaft broke. The device was removed in two pieces and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.